Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the left femoral artery. The md began to advance the iab through the sheath and the iab "stuck in the sheath." As a result, the iab was removed with the sheath and another iab was inserted via a sheath without complications. The md remarked that he uses arrow iab's often and he has found that "recently the wrapping of the membrane is different."

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.